Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that at the beginning of the case when the user hooked up the vasoview hemopro 2 co2 tubing to the btt port, the insufflator alarmed saying "occlusion" . They tried disconnecting and re-connecting and still had the same issue. They opened another kit which worked fine with no other issues. Settings on the insufflator were 2l/min and 10mmhg. No patient harm.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The lot # 3000461027 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.